Event description:
It was reported that a leak occurred on the patient line during use of the homechoice machine in dwell one. The patient noted 2-3 pinholes where the fluid was coming out. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for h13l17021 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.